Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d9; g3; h2; h3; h6 and h11 corrected field: g4 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dents and scratches on distal end. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video telescope "endoeye hd ii", 5.4 mm, 0°, autoclavable noted bubbles coming from the cord, during the decontamination process. The issue occurred during reprocessing. There were no reports of patients¿ harm/involvement.